Manufacturer narrative:
B3. Date of event: year of event was provided, but day and month are unknown. Investigation summary: the affected device was returned for evaluation. Confirmed customer complaint of ¿damaged battery compartment¿ through visual inspection. Replaced battery compartment and all its components. Powered on unit with batteries battery compartment works. Upon further inspection unit also had a damaged lcd lens, uso (upstream occlusion) seal was buckling, pin seals were torn, and motor was past the 6 million odometer mark. Replaced lcd lens. Replaced uso seal and pin seals. Motor was replaced and odometer was reset to zero. Calibrated dso (downstream occlusion) and uso. Updated software to the latest version and reset to standard configuration. Preformed pvt (performance verification testing) unit passed all test criteria.

Event description:
The following information was provided by the initial reporter: it was reported that the device had a damaged battery compartment. There was no patient involvement, and no patient harm/adverse event reported. The following information was provided by the investigation: uso (upstream occlusion) seal buckling.